Event description:
A bipap a30, silver series device was returned to a third-party service center. There is no allegation of serious or permanent harm or injury. The device was not documented to be in patient use. During evaluation of the device, the service technician noted from the device data that there is a defective eeprom (error code 20). Error code 20 is a ventilator inoperative code and the printed circuit assembly (pca) needs replaced due to this error. If any additional information is received, a follow-up report will be filed.